Event description:
The customer reported that the system displayed a 'fatal system error detected' error message and they were unable to get the system to boot up all the way. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc interconnect cable and system interface board were replaced. The system was then found to be operating as intended.